Event description:
Clinical trial. It ws reported that 1339 days following a coronary artery drug eluting stenting treatment procedure, the patient expired. The index procedure identified and treated one 3.0x26mm, 75% stenosed lesion of the proximal lad (left anterior descending). Treatment consisted of predilation, placement of a 3.0x32mm taxus express2 drug eluting stent, and post dilation resulting in a 0% residual stenosis. The patient was discharged two days later on asa and plavix. The patient's death was discovered through a search of the social security death index. The cause of death is unknown and it is unk if the death is related to the device. Prior to death, the pt was lost to follow-up. No additional information is available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.